Manufacturer narrative:
Concomitant medical products: model: 2088tc52, competitor lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitor transmission was sent from the patients cardiac resynchronization therapy defibrillator (crt-d) after a radiation treatment. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited oversensing and non-hemodynamic morphology on stored high rate non-sustained (hrns) episodes from approximately two months prior. The allied health professional (ahp) at the hospital was not aware of any medical procedures on the date of the hrns episodes. The lead remains in use. No patient complications have been reported as a result of this event.